Manufacturer narrative:
(B)(4).

Event description:
The patient reported that she got tired of getting the implant changed once a year, starting in 2011 or 2012, when she thought she was told it would last ten years. The circumstances that led to her having to get the implant changed once a year was that she accidentally got too close to metal. When she moved, she did not know her daughter had metal steps. The patient talked to her doctor after moving and he knew of no local doctors that could help with the system. She was not using the device and was not bothering to do any more about it. The patient's indications for use were essential tremor and movement disorders. The information provided was unclear if premature depletion actually occurred or not and what was the possible cause, so additional information was requested. If additional information is received a supplemental report will be sent. Refer to manufacturing report #3004209178-2016-04022 for the patient's 1st ins that required replacement earlier than expected.